Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The cause of the issue appears to be sample specific/ lod and the result of the difference in sensitivity across assays. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6), alleged result discrepancies were generated for 2 patient samples when compared the results between the cobas liat sars-cov-2 and influenza a/b test and competitor tests. Review of the run data showed that the two alleged samples generated a sars-cov-2 detected result. Each sample was tested twice on the same liat analyzer and a sars-cov-2 detected result was generated both times. No harm is alleged and negative results were reported. Further evaluation of the data showed no indication or curve anomalies or system issues. An investigation was performed on the reagent kit lot and no product problem was identified. The cause of the issue appears to be sample specific/ lod and the result of the difference in sensitivity across assays. Two (2) mdrs, one per each alleged patient result, will be submitted.